Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4) incomplete the expiration date is currently unavailable. Investigation summary: according to the information provided, it was reported that during the procedure, suction feature was out of order. The complaint device was discarded by the customer, therefore unavailable for a physical evaluation. Since the complaint device was discarded, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device [u2002128] number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown procedure on 1/26/2021, it was observed that the suction feature on the vapr premiere 90 electrode -ea device was out of order. There was no surgical delay nor adverse patient consequences reported. The device was brand new and its first use when the issue occurred. No additional information was provided.